Manufacturer narrative:
Analysis revealed the pump battery had high resistance. Device code (B)(4) no longer applies to this event. Conclusion code no longer applies to this event.

Event description:
A representative later clarified on (B)(6) 2016 that as previously reported "etat de sureté" meant safety state and " piles épuisées réinitialisation meant battery depletion ¿ reset occurred.

Manufacturer narrative:
The device delivered lioresal. (B)(4) no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
In formation was received regarding an unspecified error code was displayed on the console of the physician programmer. No patient symptoms were reported at this time. On 2016-08-26 it was further clarified that this occurred with a (B)(6) female patient. The error code on the programmer now provided and reported as ¿etatde surete¿ (safe state) and piles spuisees reinitialisation¿ (reset-low battery reset) were observed with the pump. No troubleshooting was performed. This occurred after and ¿irm¿ but the potential cause was reported as unknown. This did not result in an injury to the patient but the pump was explanted and replaced in august. The pump was returned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a representative regarding a patient in france who was receiving baclofen with at a dose of 350/day via an implantable pump. The concentration and baclofen type were not obtainable. The patient was also taking oral baclofen. It was reported that during normal use the pump alarm activated ¿so the patient consulted the physician all the 50 seconds¿. It was further provided that the patient came in for an ¿irm¿ (MRI) on (B)(6).. Some hours later the pump alarm started to ring every 50 seconds. The pump was not interrogated just after the ¿irm¿. The pump had a motor stall and was in safe state. The physician stopped the pump alarm and tried to reprogram the pump but the n'vision indicated "etat de sureté" and " piles épuisées réinitialisation". This was not the first time the patient had an ¿irm¿ as the patient has had several ¿irm¿ during the last years. Diagnostic testing and troubleshooting included ¿spastic inferiors members¿. The pump was noted as implanted but out-of-service. The physician contacted the neurosurgeon to explant the pump. The issue was reported as resolved at the time of the report. Clarification was requested to verify the alleged pump issues and event details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.